Event description:
It was reported that when the patient presented for follow up, the device was not pacing and could not be interrogated. The device was explanted. It was noted that the patient had not received any hv shocks since implant and no alert was sent to the patient.

Manufacturer narrative:
The reported field event of no pacing output and no communication was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.